Manufacturer narrative:
A lot number was provided for each of the eight malfunctions, and lot history reviews will be performed. For two of the eight reported malfunctions, the devices have been returned to bd for evaluation, and identified material separation. For five of the eight malfunctions, the devices have not been returned; therefore, the investigations are inconclusive for the material separation as no objective evidence has been provided to confirm any alleged deficiency with the device. For one of the eight malfunctions, the device is pending return. The company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The company is still investigating the issue at this time. The devices are labeled for single use. (Lot number:gfdr2204, gfdt0280, gfcy2780, gfds1793).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. Of the eight malfunctions, seven involved a patient with no known impact to the patient and one did not involve a patient. Of the eight malfunctions, two were male and four were female. One patient was (B)(6) years old weighing (B)(6) kg. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. Of the eight malfunctions, seven involved a patient with no known impact to the patient and one did not involve a patient. Of the eight malfunctions, two were male and four were female. One patient was 78 years old weighing 58 kg. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product classification code for the crosser cto recanalization catheter product is identified in d2. A lot number was provided for each of the eight malfunctions, and lot history reviews will be performed. For three of the eight reported malfunctions, the devices have been returned to bd for evaluation. Material separation was identified for one malfunction. Material rupture was identified for one malfunction. A tear was identified for one malfunction. For five of the eight malfunctions, the devices have not been returned; therefore, the investigations are inconclusive for the material separation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfdr2204, gfdt0280, gfcy2780, gfds1793). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product classification code for the crosser cto recanalization catheter product is identified in d2. H10: a lot number was provided for all the eight malfunctions; therefore, the lot history reviews were performed. For three of the eight reported malfunctions, the devices were returned for evaluation. The investigation for the two reported malfunctions confirmed for material separation and one malfunction confirmed for tip separation and a tear in the outer shaft. The remaining five out of eight malfunctions, the devices have not been returned is inconclusive for material separation as no objective evidence was provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (lot number: gfdr2204, gfdt0280, gfcy2780, gfds1793). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. Of the eight malfunctions, seven involved a patient with no known impact to the patient and one did not involve a patient. Of the eight malfunctions, two were male and four were female. One patient was 78 years old weighing 58 kg. The remaining patients¿ age, weight, and gender were not provided.